Event description:
It was reported that a cartridge change error occurred with the customer's pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to resolve the issue by inspecting the cartridge and cleaning the pump but was unsuccessful in loading a new cartridge. Customer reverted to using multiple daily injections (mdi) for insulin therapy.